Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between november 4, 2024 and november 5, 2024. H11: the actual device was received for evaluation with 47ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had some residue left after 24 hours and the flow seemed slow. The issue occurred during patient use. The device was filled with 248ml meropenem. A new device was used to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.